Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyct drainage catheter placement procedure using navarre drainage catheter. During the procedure, the drainage catheter was allegedly kinked and unable to be inserted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8f navarre drainage catheter with inner stylet and cannula were returned for evaluation and two photos were provided for review. The first photo shows the drainage catheter partially implanted on the patient, physician holding the hub of the catheter and trocar needle which is partially inserted into the catheter. Catheter was noted to be in wavy form. The second photo shows product details mentioned on the package which are matched with tw details. Visual evaluation and functional testing were performed on the returned device. The inner stylet and cannula were locked into place, and the cannula and catheter were locked at the catheter hub. The distal tip of the stylet was noted at the distal end of the catheter, and catheter appeared bent. Attempt to remove the inner stylet and cannula from the catheter was successful with some resistance. The center portion of the stylet and the cannula was noted to be bent. Therefore, investigation is confirmed for the reported catheter bent and identified cannula and trocar needle bent issues. However, the investigation is inconclusive for the reported difficult to insert issues as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. A definitive root cause could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre drainage catheter. During the procedure, the drainage catheter was allegedly kinked and unable to be inserted. The procedure was completed using another device. There was no reported patient injury.